Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a dislodgement of the lead had occurred. The lead was explanted and replaced. The patient was in a good condition after the event.